Event description:
It was reported that the asymptomatic patient presented for a follow up with a left ventricular (lv) lead that was dislodged, confirmed by fluoroscopy and chest x-ray (cxr). The lead was explanted and replaced. The patient was in stable condition.